Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer reused the cartridge and loaded cold insulin into the cartridge. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 300-339 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.